Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that removal of device for another manufacturers device on the opposite side. Scheduled for (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient's doctor had the patient see a manufacturer representative (rep). The rep directed device replacement. The device replacement is scheduled for (B)(6) 2024. The fall's effect on the device was the device was moving and smashed. The issue was not yet resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient reported that when they took a bath the implant felt like it was moving around and it was kind of uncomfortable and bothering them. Patient also said that they were sore at the implant site and were now getting a scab on there. Patient mentioned that they had fallen 3 times since they had the implant inserted and it had not been good but it seemed to be ok. Patient said that lately the implant had started moving and it felt like a piece of gel just moved and the area was really sore. Patient was able to connect to their settings and see that their stimulation was at 0.3 on level 2 which is where it should be. Patient said they called hcp office and were told to call mdt. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.